Event description:
It was reported that the customer received a continuous glucose monitor (cgm) error 42. There was no adverse impact to the customer's blood glucose level. After contacting technical support, the caller was assisted in performing a pump reset, successfully resolving the issue as the cgm error code did not appear again, allowing the caller to start their sensor session successfully.